Event description:
Vascular reload used on segmental pulmonary artery did not release. Vessel had to be tied off and ligated above and below stapler by surgeon. Another stapler reload was placed on stapler and worked correctly.